Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun

Event description:
The hospital reported that mechanical ventilation stopped while in use on a patient. There was no report of patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system. The sensor interface board and flowmeter were replaced to resolve the reported issue.